Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the patient had posterior capsule rupture. Anterior vitrectomy was performed. The lens was explanted during initial procedure. The procedure was completed on same day with no patient harm. Additional information has been requested.